Event description:
It was reported that this left ventricular (lv) lead was part of the system revision due to erosion and infection. No additional adverse patient effects were reported. The lv lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.